Event description:
The pt is reportedly not receiving benefit from use of the cochlear device. Programming adjustments have been made, however, this has not resolved the issue. Testing of the device revealed shorted electrodes. Revision surgery is under consideration.